Manufacturer narrative:
Upon further review of the clinical information regarding the case there was no structural valve deterioration identified. The cause of death reported by the site is septic shock. However, aortic valve endocarditis was identified by the site, on (B)(6) 2018, 5 days after the patient was hospitalized for sepsis. It is not reasonable to suggest that the valve endocarditis was caused by any factor intrinsic to the device due to the amount of time between implant and the event (316 days), and the type of endocarditis identified was staphylococcus hominis and and streptococcus sanguini, a derivative of the patients pneumonia. It was reported that the bacteria identified was staphylococcus hominis and streptococcus sanguini. If these species were present on the tissue valve before sterilization, they would be killed very easily by the liquid chemical sterilant used during valve sterilization. The sterilant used in the perceval valve sterilization process contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against staphylococcus hominis and streptococcus sanguini. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore, there is no risk of valve contamination within the packaging post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. The sterility of every perceval valve is verified at the time of production. Additionally, based on the event information received, the valve was not reused or expired at the time of implant, and the onset of the endocarditis occurred nearly one year after implant. In addition the type of endocarditis identified was staphylococcus hominis and streptococcus sanguini, a derivative of the patients pneumonia. These factors indicate the reported endocarditis can reasonably be attributed to the patient¿s specific clinical condition. The manufacturers clinical assessment is in agreement with the site assessment that the root cause of the patient¿s death was attributed to septic shock, which can be reasonably attributed to the patients pneumonia, and is therefore not considered to be a direct sequalae of the reported endocarditis.

Manufacturer narrative:
Further information received via phone with livanova clinical specialists on may 31, 2018: there was no structural valve deterioration identified. The cause of death is most likely due to septic shock. However, aortic valve endocarditis was identified by the site, on apr 26, 2018, 5 days after the patient was hospitalized for sepsis. It is not reasonable to suggest that the valve endocarditis was caused by any factor intrinsic to the device due to the amount of time between implant and the event (316 days), and the type of endocarditis (staphylococcus hominis and strep sanguini, derivative of the patients pneumonia). However, it cannot be claimed that the endocarditis did not contribute to the patient death, although septic shock is the more likely cause. No autopsy performed.

Event description:
On (B)(6) 2017 a perceval pvs25 was implanted as part of the persist-avr trial. On may 14, 2018 the manufacturer was notified of a serious adverse event. The patient was admitted to the hospital on (B)(6) 2018 for sepsis (sae 2). On (B)(6) the patient passed away. This event was deemed not device related per clinical sponsor data as the cause of death was septic shock and was not due to any factor intrinsic to the device. On may 23, 2018 the manufacturer received a second notification for an update to the serious adverse event. The patient was reported to have structural valve deterioration in the treated aortic valve on (B)(6) 2018 (sae 3). The manufacturer is conservatively reporting sae 3, structural valve deterioration. Please note this valve has already been reported ((B)(4)) which was in relation to sae 1, arrhythmia and conduction disorders; occurrence date: (B)(6) 2017. The manufacturer received the following clinical analysis on may 29, 2018: echocardiograph reader narrative and analysis: 83/m with htn, cad, diabetes, dyslipidemia, nyha fc iii, av block ii mobitz I, carotid artery stenosis, sts of 4.6 and euroscore of 2.6 savr was done on (B)(6) 2017 . On day 7, the patient developed av block iii which was treated with permanent pacemaker insertion. He was discharged to a nursing home rehabilitation center on (B)(6) 2017. The patient reported with nyha fc I during the 1-3 m follow-up visit and repeat echo showed no pvl, mpg of 10 mmhg and ppg of 19 mmhg, eoa of 1.47 cm2 this sae was assessed by the site as not related to the procedure or device. The sponsor assessed this event as unknown if related to the procedure and not related to the device. On day 311, the patient was re-admitted to the hospital because of chills. He was diagnosed to have pneumonia and cardiac decompensation. His condition progressed to septic shock and was also diagnosed to have aortic valve endocarditis (blood culture positive staphylococcus hominis and strep sanguini) with a differential diagnosis of urosepsis ( positive for candida albicans). Repeat echocardiography on day 316 showed sclerosis of the bioprosthetic aortic valve with mild-moderate restenosis (mpg of 22 mmhg) and central leak grade 1, pulmonary hypertension (systolic pap of 38 mmhg, gradient 30.6 mmhg). There was also note of a hypoechoic lesion in the aortic valve leaflet near the septum. No intra-atrial thrombus was noted. Valve re-intervention was not performed. The patient died on day 322. Both the septic shock and svd were assessed by the site as not related to the procedure and unknown if related to the valve. The sponsor agrees with the assessment of causality regarding the septic shock but considers the aortic stenosis as being related to the valve. The septic shock as may have been due to the primary infection of pneumonia which, in turn, could have led to valve endocarditis. The cause of death is most likely septic shock

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.